Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed; however, the reported issue saline bag backfilling was not able to be duplicated. The res checked the high flow pressure valve, calibrated the flow pressure, and replaced the air separator board. The user facility biomedical engineer indicated that the air separator and flow regulator were replaced before the res visit. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was not able to confirm the failure mode. The issue of saline bag backfilling was not able to be duplicated during the on-site evaluation. Although the issue was not able to be confirmed, the res checked the high flow pressure valve, calibrated the flow pressure, and replaced the air separator board as a precautionary measure.

Manufacturer narrative:
(B)(4). Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a saline bag back filled pre-treatment. A patient was not connected to the machine at the time of the incident. The customer replaced the air separator and flow regulator to resolve the issue and the machine was returned to service without any issues. A fresenius regional equipment specialist (res) was onsite on august 26, 2016 for an unrelated service issue; at that time, the biomed requested that the res examine this 2008t hemodialysis (hd) machine. The service technician checked the high flow pressure valve, calibrated the flow pressure to 36psi, and replaced the air separator adapter board. The unit has been returned to service at the user facility without a recurrence of the event as reported. Although the res noted that the faulty components were available to be returned to the manufacturer for evaluation, the parts have not been received for analysis.